Event description:
As reported by the user facility: details of complaint (reported issue): air in line alarm. "Drug was not administered in ordered time as ttt beeping air in line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were observed. To replicate the reported defect, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was leak tested and no leakage was detected. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.